Manufacturer narrative:
Before using in the patient, the dcs syringe ii leaked from an unknown area. The device was changed to another one to complete the procedure. The product was store per labeling instructions, and there was no damage to the inner or outer product package. A dedicated saline source was utilized to fill the syringe. Other than the reported event, no other damages were notice in any section of the device. Analysis of the returned device was done by (B)(4). The device was visually inspected for anomalies that could result in leakage; none were noted. The returned device was tested per atrion procedures. All manufacturing specifications were met. Per atrion a review of the device history record for the complaint lot indicated the device was manufactured under normal operating conditions. The lot was sampled, inspected, and accepted per specifications. The reported leakage of the trufill dcs syringe ii was not confirmed with functional testing of the returned device. Although based on the limited information, the root cause cannot be determined, based on the analysis, the reported event appears to be related to procedural factors. There is no indication of any device failure and no relationship to the manufacturing process. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Lot number is 96331103. Additional information will be submitted within 30 days of receipt.

Event description:
Before using in the patient, the dcs syringe leak (unknown section). The device was changed to another one to complete the procedure. The lot is 96331103. The product was store per labeling instructions, and the product package (inner or outer) was not damaged. A dedicated saline source was utilized to fill the syringe. Other than the reported event, no other damages were notice in any section of the device.